Event description:
It was reported, the patient experienced shallow breathing four hours after his scs system implant surgery. The patient was transferred to the ICU due to the shallow breathing. It was also reported the patient was having difficulty walking and was transferred to an inpatient rehabilitation facility. The patient had x-rays and a CT scan, but no diagnosis was made. Follow-up indicated the patient was off all IV medications and breathing well on his own. The patient was leaving the rehabilitation facility and going home.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.